Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: addrl1, ipg; implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that upon interrogation is was noted that the patients right atrial (ra) lead had electromagnetic interference (emi) on the stored egm's. Diagnostic testing/troubleshooting was performed with no programming changes at this time. The lead remains in use. No patient complications have been reported as a result of this event.